Event description:
Customer reported tubing set check valve failure. Rn reported while setting up an infusion pump with a secondary line he noticed bubbles rising in the primary IV solution. This occurred while the infusion pump was not operating. IV tubing was replaced with another set and the infusion pump/ IV set operated correctly. Although requested, no further information was provided.

Manufacturer narrative:
(B) (4). Patient information requested and all available information is included. The product has been requested to be returned for evaluation and customer was provided a shipping label; however, to date the product has not be been shipped. A follow up report will be submitted if further information is obtained. Lot history record review could not be performed, because no lot number was provided.